Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented in clinic for a follow up. Upon examination of the implantable cardiac monitor, the device exhibited stored episodes of tachycardia due to post sensed t wave oversensing. The recommended programming changes were made to address the oversensing anomaly. No further incident was observed.